Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Cts to replace pump. The customer was advised to use mdi as a backup therapy to ensure insulin delivery was not interrupted while waiting for a replacement pump, which would have updated software. Technical support provided instructions on putting the old pump into storage mode and its return via ups, with the replacement pump sent without requiring a delivery signature.